Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that a german patient had developed a rash on his back underneath the lifevest. The patient received bepanthol salve from the hospital. The rash improved after the salve was applied. The patient continued to wear the lifevest.